Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), including the nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer (unknown disposition), no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer requested additional information on the event, but no further information was provided to date. As such, the root cause remains unknown at this time. Should the manufacturer receive additional information, an update to this reporting activity will be provided. As stated in the perceval instructions for use, ''thrombosis'' is listed among the risks and potent adverse events associated with cardiac valve replacement with a bioprosthesis and the related surgical procedure. This event is therefore a known, inherent risk associated with the procedure.

Event description:
On (B)(6) 2021, a perceval valve pvs25 was implanted. In the clinical course, there was delayed arousal the day after surgery and extensive cerebral ischemia. The patient ultimately expired (date unknown at this time). A pathological examination performed after the patient died revealed that a fibrin mass had adhered to the leaflets of perceval, suggesting that the patient died of a cerebral infarction. Based on this information, it is suspected that a valve thrombus may have been developed after surgery. No further information was provided on the event nor on the device functionality.

Manufacturer narrative:
Based on the available information, it is not possible to establish a definitive root cause for the reported event of prosthetic valve thrombosis. However, from the document review performed, no manufacturing deficiencies were identified. As reported, the patient did not received any anticoagulation therapy postoperatively due to postoperative bleeding. Thus, it is possible that the lack of anticoagulation could have contributed to the reported event. As stated in the perceval instructions for use, ''clinical experience suggests that patients with bioprosthesis should be maintained on a short term anticoagulation treatment, unless contraindicated. If high gradients are detected in combination with valve regurgitation before discharge a careful evaluation is recommended''. Ultimately, given that no information was provided on the device functionality, no definitive root cause can be established at this time. As reported in the perceval valve IFU ''thrombosis'' is listed among the risks and potent adverse events associated with cardiac valve replacement with a bioprosthesis and the related surgical procedure. This event is therefore a known, inherent risk associated with the procedure.

Event description:
On (B)(6) 2021, a perceval valve pvs25 was implanted. In the clinical course, there was delayed arousal the day after surgery and extensive cerebral ischemia. The patient ultimately expired (date unknown at this time). A pathological examination performed after the patient died revealed that a fibrin mass had adhered to the leaflets of perceval, suggesting that the patient died of a cerebral infarction. Based on this information, it is suspected that a valve thrombus may have been developed after surgery. The manufacturer received additional information confirming that the patient was in the hospital because of diabetes. In (B)(6) 2020, the patient had dyspnea on exertion and transthoracic echocardiography was performed due to exacerbation of heart failure. As a result, severe as was observed. The aortic valve area was 0.5cm2. In addition, heart CT scan showed severe stenosis with peripheral calcification of left anterior descending artery and right coronary artery. The patient was hospitalized on (B)(6) 2021 for surgery and was operated on (B)(6) 2021. After the operation, the patient admitted to the ICU. The patient had a lot of bleeding after operation, the patient continued under sedation. As of (B)(6) 2021, a head CT scan was performed because awakening from sedation was delayed. As a result, extensive cerebral infarction was observed in the left cerebral hemisphere. After that, no improvement in consciousness was observed, and cardiac arrest occurred on (B)(6) 2021. Pathological examination revealed a thrombus on the biological valve. Since a widespread cerebral infraction occurred, the cerebral infarction is believed to be attributed to a valve thrombus. The patient's inr before surgery was 1.00, immediately after surgery: 1.62, after that inr stay at 1.10 - 1.15, after (B)(6): 1.30 - 1.90. Preoperative examination showed no apparent coagulation abnormality. Anticoagulation therapy could not be provided due to postoperative bleeding.